Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath was selected for use. However, a fluid leak was observed. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.